Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. It was unknown if the endoscope was used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. An evaluation of the returned device could not confirm the customer allegation ¿image noise occurred during angulation¿. There were few additional findings. Due to damage on charge coupled device (ccd) unit, image noise occurred, and the image could not be seen. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive around objective lens was peeled. Objective lens had a scratch. Light guide (lg) lens had a crack. Adhesive around lg lens is peeled. Distal end cover had a dent. Connecting tube has a cut. Scope connector was deformed and had a crack. Protector of universal cord on scope connector side had a scratch. Protector of universal cord on control section side has a scratch. Switch was worn and a scratch. Paint on suction cylinder was peeled. Paint on air/water-cylinder was peeled. Grip had a scratch. Follow up was performed reqesting additional information; however, the requested information was unknown. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, image from the evis lucera elite colonovideoscope was noisy during angulation. The device was returned and an evaluation revealed, the nozzle was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing has not been done according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.